Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding a drug infusion device. The drug being delivered was unknown. The reason for use was not reported. It was reported that the patient came to the clinic on (B)(6) 2018, the pump was exposed and had eroded through the skin. The patient was admitted to the hospital and an explant was performed on (B)(6) 2018. It was unknown if the device was replaced by another of the same manufacturer. The customer was not notified that the product should be returned to the manufacturer because the explant happened before the rep was notified, and the device would not be returned because the customer discarded. It was reported that there were no environmental/external/patient factors that may have led or contributed to the issue. There was no troubleshooting performed. Actions taken to resolve the issue included the explant of the device. It was reported that the issue was resolved at the time of the report. The patient¿s weight was unknown and would not be made available. The hcp would have no further information on this event. There were no further complications reported/anticipated.